Event description:
Pt with a t10 lesion underwent a t8-t10 arthrodesis, t10 corpectomy, t8-9 diskectomy and z plate with humerus allograft. A 70 mm zadevlit plate was originally intended to be used; however, the z plate was missing its washer, which caused the t9 bolt to loosen and required the surgeon to extend the fusion superiorly using a larger, 90 mm plate. There was no sequela to the pt.